Event description:
Hosp advised that the pump alarmed and displayed error code 240.4150 which is a bottle side pressure sensor error. The error code indicated the bottle side pressure sensor voltage was too high. There was no pt consequence.